Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.